Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # t5cj3z. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue? No. If yes, how was the device removed from the patient (i.e. Red manual knife reverse switch, device cut from tissue, etc.)? N/a. Did the jaws of the device eventually open? No. The anvil release button was broken.

Event description:
It was reported that the jaw of ec60a could not be reopened because the anvil release button was locked during lap sigmoidectomy by doctor. The rest of surgery was completed with the new ec60a. No parts of instrument remained in patient cavity. No patient consequence reported.